Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential inhibition. Electrogram review noted low level, high frequency noise that inhibited pacing. Possible myopotential oversensing was discussed. Patient presented for follow up on 12/13/17, myopotential oversensing was reproducible. Programming changes were made. The patient was stable.